Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition (da) to motor controller (mc) cable. The device was returned to expected functionality.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported it is not working along with error code 1007. The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.

Manufacturer narrative:
Event date: (B)(6) 2016. MFR date: 10/04/2016. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified.